Event description:
Bed tagged down by account for high resistance during house wide safety inspection.

Manufacturer narrative:
Technician traced problems to terminal on ground strap at mid frame. Tech cleaned and reinstalled to resolve issue.